Event description:
The customer contact reported a hole in the tubing; subsequently, a leak was noted. The tubing set was being used to deliver an unspecified pain medication. The customer contact reported that two days after the tubing set was in clinical use, an unspecified volume of solution leaked from a hole in the tubing at an unspecified location distal to the backcheck valve of the tubing set. There were no reported adverse pt effects. No reported delay in therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided including if tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.